Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A patient reported that following cataract extraction with intraocular lens (iol) implant procedure, he has experienced halos around every bright source of light. Every object has two shadows; one around the outside of the object and another one inside the object. The patient feels extremely uncomfortable using his computer at work, as well as his home computer, because his eye gets tired very quickly due to seeing shadows from every letter, graph, chart, etc. On the computer screen. As a result, he is unable to work through the full work day. Additional product information was provided by the doctor.

Manufacturer narrative:
Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge and handpiece. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Two viscoelastics were indicated, only one is qualified for this lens/cartridge combination. The product investigation could not identify a root cause for the reported event. The manufacturer internal reference number is: (B)(4).